Event description:
It was reported that the cable of the maryland bipolar forceps instrument that allows the movements was damaged at the joint of the instrument. It was reported that this was a new instrument that was never used before. There were no missing or falling pieces reported. There was no allegation of any harm, injury or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The complaint is being reported since a cable on the instrument was reported to be damaged at a joint.